Event description:
It was reported that during the procedure, a one inch portion of the camera cable was melted and disfigured about 1/3 of the way down from the camera head. It was further reported that there was no scope or lightsource near the cable or anything else near the camera head. The cable spontaneously combusted or heat was generated.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.